Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb was evaluated and reseated. The power and data cables on cine hard disk drive were reconnected. The cine hdd was reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a "cine disk not available" error upon boot up. This would prevent the cine function from operating. There is no report of injury or death associated with the event described in this complaint.